Event description:
It was reported that a reduction under spinal anesthesia was performed due to dislocation of the right knee device 15 months after primary surgery.

Manufacturer narrative:
The associated complaint devices were not returned. A clinical evaluation was conducted and without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Credit cannot be issued for these devices.